Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the patient experienced blood glucose (bg) of 440 mg/dl with "severe ketones". The reporter stated that the pump became detached from the patient's pajamas and fell to the floor the prior evening, resulting in the tubing becoming disconnected from the cartridge. Troubleshooting indicated that the tubing was being connected to the cartridge after the cartridge was filled and inserted into the pump, so the luer connection was not secure. Customer support determined that air may have gotten into the system due to an insecure connection, and found that insufficient prime volume was being used when the tubing was reconnected so that any air that may have been in the system was not being pushed out, which may have resulted in the high bg. The reporter stated that the infusion set and cartridge were changed, a correction bolus was delivered via the pump, and the patient's bg returned to normal. The pump is not being returned at this time. The patient resumed insulin pump therapy and there has been no further reported incident. This complaint is being reported because the patient allegedly experienced hyperglycemia due to use error with incorrect technique in connecting the tubing to the cartridge after the pump was mistakenly dropped.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.